Manufacturer narrative:
The reported event of inappropriate therapy and oversensing anomaly was confirmed. However, review of the device data showed that inappropriate delivery was due to external (non-device related) factors. The device behaved as expected and according to its programmed settings. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unspecified oversensing and inappropriate shock on the implantable cardioverter defibrillator (ICD)and right ventricular lead (rv). The physician elected to explant and replace the ICD and rv lead. The patient was in stable condition.